Event description:
Information received indicates the valve was abandoned at implant when one leaflet appeared immobile and incomplete leaflet coaptation was seen. The device was replaced during the case with no pt complication reported.